Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty sensor resistor. Pump passed displacement test, self test, and a21 error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump received with moisture damage on electronics assembly, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 15 mmol/l at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.